Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:mn10450-90a, UDI: (B)(4), serial: (B)(4), batch:6588237. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2023 to have their lead replaced. Patient now has effective therapy.